Manufacturer narrative:
Reference medwatch 2032227-2015-07555 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a low blood glucose level of 33 mg/dl. The sensor did not warn her of the low blood glucose level. As a result, the customer was hospitalized on (B)(6) 2014. The product was not returned. Nothing further to report.